Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient was also experiencing overstimulation and difficulty communicating with the ipg. The patient underwent an ipg replacement procedure. The explanted ipg will be returned. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg (sc-1160 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient was also experiencing overstimulation and difficulty communicating with the ipg. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.